Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 1st february 2010 and performed to specification up to the 8th december 2013. During this time an increase in voltage suggests a further pad-pak was installed. Later on the 8th december 2013 multiple manual power ups, one of ten minutes duration were observed in the device memory up to the 11th december 2013. The device successfully passed all self-tests between the 15th december 2013 and the 20th april 2014. Further multiple manual powers some of ten minutes duration were observed in the device memory between the 21st april 2014 and the last history log entry on the 14th january 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use,.